Event description:
Consumer alleges the bristles have fallen out get stuck in your teeth. They change their toothbrush every 2 weeks. Consumer bought two packages each with a toothbrush that had bristles fall out.